Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the monitored devices.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the monitored devices. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The customer stated that the cns gave an "hdd failure" message. Nk ts had the customer remove the bedsides from the cns and re-add them, which improved the issue. Nk ts suggested they replace the hard disc drives (hdds) and assisted them in installing them. The root cause is determined to be hdd failure. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported of communication loss at the central nursing station (cns). There was no harm reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported of communication loss at the central nursing station (cns). There was no harm reported.